Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36", "system fault 37", "defib fault 80" and "defib fault 85" messages. Complainant indicated that there was no pt involvement in the reported malfunction.